Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that the pump was not easily accessible. The pump was facing towards the back side of the scrotum and made it difficult to use. The pump was replaced and positioned on the anterior side of the scrotum with the deflation button facing outward. There were no patient complications reported.